Event description:
On 11/30/2022 it was reported by a sales representative via email that an ar-8925ss tightrope fell apart. The surgeon was pulling the anchor back and the strings came out upon tightening. This was discovered during an ankle fx with syndesmotic fixation procedure with no patient harm, and was completed with another tightrope. Additional information received 12/6/22: case was completed with another tightrope. Procedure that occurred was an ankle fx with syndesmotic fixation procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause of the reported failure is use error.. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).